Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery cover screw breaking in half was not confirmed during the evaluation of the returned system controller (serial number: (B)(6)). All of the cover screws were intact and the backplate was removed without any increased force. All screws could be removed from the assembly without issue. Visual inspection of the screws after removed was unremarkable as they were fully intact. All other screws on the backup battery cover were in unremarkable physical condition and could be removed without issue. The system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis as the issue was unconfirmed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the screw holding the cover for the emergency backup battery (ebb) on the backup system controller broke off while tightening. Plan was to replace the controller.